Manufacturer narrative:
(B)(4). Device labeling addresses contracture as: "formation of a fibrous tissue capsule around an implanted device is a normal physiological response. Fibrous capsular contracture remains a common complication following breast implant surgery and is one of the most common reasons for reoperation. The cause of capsular contracture is unknown, however, it is most likely multifactorial and may be more common following infection, hematoma, and seroma. Contracture develops to varying degrees, unilaterally or bilaterally, and may occur within weeks to years after surgery. Contracture of the fibrous capsular tissue surrounding the implant may cause a range of symptoms including firmness, discomfort, pain, distortion, palpability, and/or displacement. Severe cases are considered the most clinically significant, and may require surgical intervention. Capsular contracture may recur subsequent to corrective surgical procedures." Device labeling addresses seroma as follows: postoperative haematoma/seroma may inhibit wound healing and require surgical correction and/or explantation.

Event description:
Medical staff reported as: retroprosthetic capsular contracture appeared suddenly with sero - haematic liquid. Prothesis with yellow silicone. Left side device.